Manufacturer narrative:
Insulin pump received with stuck motor error alarm loop during rewinding due to corroded home switch noted. Unable to perform any test due to unit stuck in motor error. (B)(4).

Event description:
It was reported that the insulin pump had motor error alarms. Customer¿s blood glucose level was unknown. Customer was able to clear and to complete rewind. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.